Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit was noisy and that the skin graft was uneven. The needle bearing pack, reciprocating arm, machined head, set screw, fine adjustment cams, ball plunger, and lever were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the motor of handpiece appears noisy while depress throttle. Event timing was during kit inspection. Investigation found the dermatome took an uneven skin graft. No adverse event was reported as a result of this malfunction.